Manufacturer narrative:
Repairs have not been completed.

Event description:
Alleged the bed will only rise to 25 1/4" and when trendelenburg and reverse trendelenburg are activated, it will either raise or lower to the high or low position.